Event description:
Healthcare professional reported that approx 22 days post implant the valve was explanted due to endocarditis. The valve was discarded after being sent to the hosp pathology lab and therefore not returned for analysis. A copy of the lab report has been requested.